Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported patient underwent knee arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2013 due to tibial loosening.

Event description:
It was reported patient underwent knee arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 3013 due to tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to relay the reason and date for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent knee arthroplasty on (B)(6) 1999. Subsequently, patient is in need of a revision due to an unknown reason. No further information has been provided to date.